Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26th march 2026, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during use in a rotator cuff repair surgery on (B)(6) 2026. The procedure was completed successfully as another new ar-2324bcc was used. Ar-1927pb and ar-2324ptb were used to prepare the bone socket. The bone quality of the patient was normal, and no fragments were left in the patient. There was no patient harm and no secondary procedure needed.